Event description:
Customer reported he was having issues with the insulin pump. Customer stated the display had lines in it, which makes it hard to read and device alarmed button error. Customer's blood glucose was 105 mg/dl. Customer does not recall any significant events that may have caused the device to alarm he was just sleeping. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with missing segments due to cracked liquid crystal display zebra connector, cracked reservoir tube lip and minor scratched liquid crystal display window.